Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was no image when shaking due to failure of the video cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had connector issues. The issue was found during preparation for diagnostic laryngoscopy. The facility finished the procedure with another device. There were no reports of patient harm.

Event description:
The customer reported to olympus, no delay, injury or death. Patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the imagen is not displayed due to failure of the video connector. Olympus will continue to monitor field performance for this device.